Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for urge incontinence and urgency frequency. It was reported that  the patient believes they may have pulled the right lead as "there's fresh blood under the bandages. No further complications were reported at this time.

Manufacturer narrative:
Concomitant medical products: product ID 306001, lot# unknown, product type: screening device, product ID 309201, lot# unknown, product type screening device. Other relevant device(s) are: product ID: 306001, serial/lot #: unknown, ubd: , UDI#: ; product ID: 309201, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.